Event description:
It was reported that a spectrum iq pump was "not raising" during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported issue of ' not raising'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device and did not observe any symptom or cause of the reported problem. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because there is not enough information to reasonably identify a specific product failure; therefore, there is no information reasonably suggesting that the reported issue would cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.